Event description:
The customer reported that he had not been using sensors for six to eight months due to inaccuracy issues. The customer also reported that he would receive a low alert with a sensor glucose level around 75 mg/dl and a blood glucose level around 120 to 130 mg/dl. The customer is not returning the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.